Event description:
The device was returned for a set ID failure. Device initially was infusing normally, however, when undergoing set ID functional testing after reversion to bringup mode, it failed. During the reversion process it was found the pneumatic plate has crushing damage consistent with over torque.

Event description:
The following has been reported: biomed reported: pump that needs to be evaluated. Waiting for confirmation of no patient harm and that issue did not stop active infusion. Pump alarming wrong tubing, biomed tried new tubing. No stopped infusions or patient harm. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.